Event description:
Add'l info rec'd from MFR 5/16/00: finished product audits confirm that this defect occurs very infrequently.

Event description:
Syringe arrived with crack (approx 1 inch long) in barrel.